Event description:
Customer called to report high bgs. Troubleshooting was performed. The lead screw rotated properly but the insulin did not exit. It was stated that they were exposed to the heat a lot of time.